Event description:
It was later reported that the patient's device was previously disabled in may 2024 due to the vocal chord paralysis/voice issues the patient was experiencing. No other relevant information has been received to date.

Event description:
It was reported that the patient when the settings were turned up she stopped having seizures and the hoarseness began. She said that she struggled to speak and after work her voice would be so tired. The patient had asked for the settings to be lowered as the device was causing too much voice alteration and throat discomfort. An ent physician assessment was provided in which the patient was told they have vocal cord paralysis. She suspects her device is faulty and asked if when they check it can it tell her that its causing the vocal cord paralysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later the patient called a livanova representative 'informing' livanova that they believe that they have a faulty device. Patient re-iterated their paralyzed vocal cord report and now also is newly reporting neuropathy in regard to their eyes. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent x-ray imaging of their neck. The images have not been reviewed by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later, a response was received by the surgeon that implanted the device. The surgeon was unable to provide the most up-to-date settings, therefore the device functionality was unable to be confirmed despite the manufacturer's attempts. They stated that the cause of the vcp is unlikely related to surgery (as this would occur early post-operatively). Surgeon has not been conducted to date. The surgeon sates that they may require surgery however. No assessment was provided for the cause of the throat pain, and the surgeon is unaware of the cause of the neuropathy the patient reports. The patient has been dismissed by both their surgeon and neurologist, making additional follow-up impossible.

Event description:
Later it was reported that the patient is still unable to follow-up with a physician. Their managing and implanting physician have dismissed the patient from their site. They have declined to see the patient.

Manufacturer narrative:
B2. Outcomes attributed to adverse event; corrected information ; initial MDR inadvertently omitted information known prior to submission f10. Adverse event problem; corrected information ; initial MDR inadvertently omitted information known prior to submission.